Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) integrity alert for the right ventricular (rv) lead. The lead impedance had risen and showed to have two high impedances. The rv lead threshold increased, there was high short v-v interval counts, and there were non-sustained vt episodes that all looked like artifact. A possible lead fracture is suspected. The high voltage therapy detection was switched off for the rv lead to avoid inappropriate shocks as the lead remained in use. The lead was then later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.